Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was in the right lung upper lobe (anterior segment). Tools utilized were the 21g flexision needle with compatible forceps and cytology brush. Imaging modalities included a c-arm fluoroscopy, cone beam and radial endobronchial (ebus). The biopsy revealed a diagnosis of adenocarcinoma (malignant). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) made multiple attempts to contact the physician to obtain additional information regarding the reported event. As of the date of this report, no new information had been obtained.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.